Manufacturer narrative:
This report is being filed on an international product, list number 03p25-27 and there is a similar product distributed in the us, list number similar us ln 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data: ID (B)(6) initial results was 140.8 ng/l. The patient¿s doctor questioned the results as it did not match the patient¿s clinical presentation. Repeat result was 2.3 ng/l. Retest on another architect analyzer was 1.5 ng/l. The customer confirmed that no unnecessary treatment was provided. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data: ID (B)(6) initial results was 140.8 ng/l. The patient¿s doctor questioned the results as it did not match the patient¿s clinical presentation. Repeat result was 2.3 ng/l. Retest on another architect analyzer was 1.5 ng/l. The customer confirmed that no unnecessary treatment was provided. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not yet available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any associated non-conformances, potential non-conformances, or deviations with the complaint lot. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Ticket trending review has not identified any trends regarding commonalities for complaint lot and customer reported issue. The overall performance of the architect stat high sensitive troponin-I was reviewed using field data from customers. A review of field data for the overall performance of lot 61166ud00 indicated the patient median results are within the established limits and comparable with other lots in the field. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the architect stat high sensitive troponin-I reagent, lot 61166ud00.